Event description:
Pt acutely developed a pump thrombus in his left ventricular assist device following a series of pump stops due to a driveline short. The pump thrombus caused severe hemolysis which lead to multi-organ failure and death. FDA safety report ID# (B)(4).